Event description:
Outbound. Pt states has unresolvable cadd legacy 6400 no disposable pump alarm using cassette lot number 4220003, expiration 11/24/2026, cadd legacy pump serial number (B)(4). Pump replacement sent. No further details provided.